Event description:
Smiths medical japan has informed us of an event that the user alleges air leakage was found through the inflation line. The product was tested prior to use and orally inserted. No adverse outcome.